Event description:
(B)(4). Joint pain bad enough that its difficult to get up in the mornings also hard to get up from a sitting position. Forgetfulness. Brain fog. Short term memory loss. Dental health very bad tooth deterioration.